Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure for a liver tumor, the device had a loop and leak problem on its water pipe. The doctor had to use more needle sets. There was no patient injury.

Manufacturer narrative:
One set of inflow tubing was received for evaluation. The device was not received for evaluation. The returned product did not meet specification as received. Visual inspection found the luer broke at the orange/blue tubing junction. The customer reported that the device was broken. The reported condition was confirmed. The investigation found the luer broke at the orange/blue tubing junction. The investigation identified the root cause of the reported event to be a component. A scar has been issued to the supplier. If information is provided in the future, a supplemental report will be issued.